Event description:
Lead explanted due to fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the df-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the returned lead fragments. In particular 48 cm proximal to the df-1 connector pin the insulation was found rubbed through. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the conductor cable leading to the ring electrode was found fractured in the distal end region of the distal fragment. Based on the characteristics of the fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.